Manufacturer narrative:
Reporter occupation: consultant.

Event description:
Information was received indicating that a smiths medical cadd extension set tubing filled with remodulin was leaking at the filter site. The tubing was primed well, but would leak after a day or two. The issue occurred during patient use, the patient had a back-up device and was able to continue the life sustaining infusion. There was no patient injury.